Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding an unknown patient receiving an unknown medication via an implantable pump. The indication for use was not known. It was reported a motor stall was seen upon interrogation and the patient had not recently had a magnetic resonance imaging procedure (MRI). The pump status and/or event log report showed the motor stall was active and showed the stopped pump period may exceed tube set message had occurred. The rep was only told by the clinic that the pump had stalled and the tube set message occurred. The rep had no further information at the time of the report. Motor stall considerations were reviewed. Could not do troubleshooting due to lack of access to product. The rep stated they would call back when they see the patient. Additional information was received from a healthcare provider (hcp) via a company representative (rep) on (B)(6) 2019 indicated regarding if it had been determined when the motor stall occurred, the rep had never seen the patient or programmer. Patient symptoms were not reported, and no troubleshooting had been performed. The cause of the motor stall was not determined, and the patient reported no issues. No actions/interventions had been taken to resolve the motor stall and the device would not be returned. The patient's weight was reported as "not applicable." No further complications were reported or anticipated.